Event description:
It was reported, the rigid video scope was leaking at the light guide cable into the paddle, but possibly where the light guide connector cable goes toward the scope itself. The issue occurred during reprocessing for a therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found minor scratches on distal edge. Based on the results of the investigation, it is likely that the following led to the malfunction: no problem detected. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.